Event description:
It was reported that during an open nephrectomy procedure, a vessel on the patient started to bleed and when the device was used to ligate the vessel and stop the bleeding, the product jammed. The clip was not formed and the bleeding could not be stopped. The surgeon opened two more devices, but got the same result. The patient ended up losing a significant amount of blood, because three clip appliers failed. The surgeon had to use other means to stop the patient's bleeding.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information: spoke to rep and he provided the following information: the surgeon explained to the rep that excessive bleeding was expected during this case as patient had fibrous tissue. The patient was extremely sick, so the procedure was difficult. When the surgeon identified a bleeder, he pulled the mcl20 device to control the bleeding. Three of the six clip appliers (throughout the case, not just on this one specific bleeder), produced dropping clips from the jaws; however, the surgeon was confident this was not a device issue and was a result of the difficult anatomy, causing him to apply excessive torque. The patient did receive two units of blood, but the surgeon stated this was not a result of the devices, but the patient's condition. Based on the information provided, (B)(4) updated accordingly. As the blood transfusion was a result of the patient's condition, MDR decision malfunction. The analysis results found that the mcl20 device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the mcl20 device (b) found that it was received in good visual conditions. Further evaluation the device was found empty and locked out. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. No conclusion could be reached as to what may have caused the report incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # h92n13, expiration date: 10/2016. Manufacturing date: 11/2011. The analysis results found that the mcl20 device (c) was returned in good visual condition, with a malformed clip loaded in jaws. The clip was manually removed, in order to test the device for functionality. In an attempt to replicate the reported incident; the device was cycled, fed, retained and formed the remaining clip as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # h92c4r. Expiration date: 09/2016. Manufacturing date: 10/2011.